Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. When asked what drug was in the pump, the patient stated morphine and something for their neuropathy, but they could not recall the name of the other drug. The indication for pump use was malignant pain. The patient reported that when they were trying to connect to the pump, they were getting no device found. The patient stated that since implant the pump had been moving and they were pretty sure that the pump had flipped. The agent had the patient reset the communicator and handset and also reset bluetooth and location. The patient stated that they met with the surgeon who would be doing a revision where they would be adding anchors/sutures in about 4-6 weeks because they were waiting until the patient was healed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer indicated that they were going to have to have a 2nd revision due to the pump coming lose again and that it was floating/flipping around inside the body and causing pain. They requested speaking to a rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.